Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they they had to went through a pump restart and then rewind and reload the reservoir. Customer stated they were not able to get auto mode started, waiting for active insulin. Insulin pump history showed multiple pump errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.